Event description:
Boston scientific received information that during a follow-up, the patient with this right ventricular (rv) lead reported that she received a shock and felt heart palpitations. When the device was interrogated, it was noted that the shock had been inappropriate, and pacing impedance for this rv lead and the right atrial (ra) lead (model/serial 4095/(B)(4)) were low and out of range. This rv lead also showed low out of range shock impedance and loss of ventricular capture. The physician suspected there was a problem with the leads, so a revision procedure was done. When the leads were disconnected from the device, their measurements were normal. They were re-connected to the device, and the measurements were not acceptable, so a new device was implanted. The ICD (model/serial t167/(B)(4)) was returned to boston scientific for analysis. During analysis, interrogation of the device revealed that the device attempted to deliver a shock into a shorted lead condition while implanted. This rv lead remains in service with the new device.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received with regard to this issue. This lead was implanted with the new ICD ((B)(4)). The new ICD delivered a shock and a warning message that the shock was delivered into a shorted lead. Boston scientific technical services (ts) was consulted and recommended that the lead and device be replaced. No adverse patient effects were reported.